Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic with complaints of chest pain and inappropriate shock. Upon interrogation, it was noted that the right ventricular lead - rv exhibited undersensing, high capture threshold, and loss of capture. A chest x-ray was performed and the myocardium was found to be perforated. The rv lead was explanted and replaced. The patient was in stable condition during and after the procedure.